Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The metal tines fractured during a revision case.

Manufacturer narrative:
The complaint product was not received for analysis. The condition of prosthesis fracture was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from this manufacturing lot of 17 pieces, that have been in the field since 2013. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision of the glenoid component reported was likely the result of the center peg contacting the anterior scapular wall due to over-impaction to get the glenoid fully seated. It could not be fully seated because the surgeon did not drill the center peg hole deep enough and implanted the glenoid in 10 degrees retroversion, so that the center peg contacted the anterior scapular wall. However, this cannot be confirmed because the devices were not available for evaluation. This patient has several risk factors: she is young which is generally associated with higher levels of activity, she is obese which is a greater biomechanical stressor, various shoulder maladies, and a degenerative joint disease. In a review of the labeling, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that a patient experienced a right shoulder revision surgery due to prosthesis fracture of the center peg of the cage glenoid. The cage was well fixed , the poly plus 3 peripheral pegs were one unit. The patient was doing well after surgery. There is no additional information provided on the patient or event.